Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not getting any results from the device and their symptoms are the same as before. They were not being able to completely empty their bladder. Patient stated they spoke to manufacturer representative (rep) last friday and they went through a number of different things and they tried to make sure patient was following the directions right. Patient reported when they peed, they had no strength and the stream was very weak and nearly all the time it sprayed out. Patient said instead of a constant stream they had to push real hard to pee and it would burn from the end of their penis up to their pubic bone. Patient also stated they get up in the morning and it feels like they really have to go to the bathroom and when they get there it's the same thing. Patient mentioned they have tried all the 7 standard programs and have done the same things for a couple days and if they could some of the programs they couldn't even do it for a few days and had to back it back down. Patient also mentioned they've taken a couple uti tests and it isn't that. Patient then stated that they think it was a blockage because they never have any and their stream was never strong and most of the times it just squirts out and they will end up having to clean the toilet and the tile floor. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.